Event description:
It was reported that guidewire tip detachment and removal difficulties occurred which resulted in additional intervention. The patient presented with herniated disc. The target lesion was located in the non- tortuous and non-calcified lumbar spine. A 035/145 amplatz super stiff wire was selected for use. The physician used a metal needle during insertion. A resistance was felt during insertion of the device, afterwards, the device stopped coming out and switched from the needle cannula to the dilator. However, resistance in removing the device was encountered and about 5 cm from the tip was detached. As a result, the tip of the wire remained in the body, and it took a long time to incise the intervertebral disc drainage site from the body surface using an electrocautery scalpel to open the remaining part. Hence, the detached tip was removed from the intervertebral disc located between the lumbar vertebrae. The operation was then switched to removing it, resulting in a long procedure, so the procedure was not completed. For the purpose of draining the fluid between the lumbar vertebral body. An 18g cannula needle was used to identify the area between the vertebral body and punctured, then the device was inserted into the vertebral body tissue, and the cannula was removed with making a slight loop at the tip of the wire. After that, the body surface was expanded with a plastic dilator, and then a drainage catheter was placed along the wire to complete the procedure. No patient complications nor injuries were reported.

Event description:
It was reported that guidewire tip detachment and removal difficulties occurred which resulted in additional intervention. The patient presented with herniated disc. The target lesion was located in the non- tortuous and non-calcified lumbar spine. A 035/145 amplatz super stiff wire was selected for use. The physician used a metal needle during insertion. A resistance was felt during insertion of the device, afterwards, the device stopped coming out and switched from the needle cannula to the dilator. However, resistance in removing the device was encountered and about 5 cm from the tip was detached. As a result, the tip of the wire remained in the body, and it took a long time to incise the intervertebral disc drainage site from the body surface using an electrocautery scalpel to open the remaining part. Hence, the detached tip was removed from the intervertebral disc located between the lumbar vertebrae. The operation was then switched to removing it, resulting in a long procedure, so the procedure was not completed. For the purpose of draining the fluid between the lumbar vertebral body. An 18g cannula needle was used to identify the area between the vertebral body and punctured, then the device was inserted into the vertebral body tissue, and the cannula was removed with making a slight loop at the tip of the wire. After that, the body surface was expanded with a plastic dilator, and then a drainage catheter was placed along the wire to complete the procedure. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The costumer provides four photos of the device and, it is possible to see that the coil wire was unraveled and detached due the core wire was detached. The guidewire was returned with a non-bsc device, and it was observed that the coil wire was unraveled and detached due the core wire was found detached separated approximately 2.5cm from distal tip to the transition point. Additionally, the core wire was kinked at the distal section. No more damages were observed. Under microscope it was observed that the core wire was detached separated at the transition point and the coil wire was unraveled and detached. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.